Event description:
The patient reported on (B)(6) 2025 severe skin irritation in the form of swollen throat, weeping, hot and bloody. The patient did receive medical intervention via an emergency room visit where they were given an IV with benadryl and pepcid ac while utilizing the universal patch. The patient followed skin preparation instructions and has a known skin sensitivity or allergies to adhesives (latex). The patient did take a break in service for 2 days and will call later if they need assistance applying the leadwire adapter.

Manufacturer narrative:
The patient reported on (B)(6) 2025 severe skin irritation in the form of swollen throat, weeping, hot and bloody while utilizing the universal patch. The patient did receive medical intervention via an emergency room visit where they were given an IV with benadryl and pepcid ac. The patient followed skin preparation instructions and has a known skin sensitivity or allergies to adhesives (latex). The patient did take a break in service for 2 days and will call later if they need assistance applying the leadwire adapter. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is 71 years of age and has a known skin sensitivity or allergies to adhesives (latex). The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.